Event description:
Per independent repair center, the unit had low o2 or yellow light. The key failure was the pilot valve to the manifold was leaking. Additional malfunction for this device was the on/off switch on the control panel had a blown circuit.